Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is for unknown - cancellous ao screws/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article sward, l., hughes, j., howell, c., and colton, c. (1992) posterior internal compression arthrodesis of the ankle. J bone joint surg [br], volume 74b: 752-756. The purpose of this article is to report a retrospective study of the results of a technique for ankle arthrodesis which uses internal fixation by screws. This study occurred from 1979 to 1990, where nineteen (19) ankles in eighteen (18) patients were arthrodesed using a posterior approach and internal fixation with compression. Patients included seven (7) females and eleven (11) males, with a mean age of operation of 47.5 years (15 to 74). The average follow-up was seventy (70) months (range 7 to 138). This is report 5 of 5 for (B)(4). This report is for an unknown ¿ cancellous ao screws and refers to patient 18 ((B)(6) male) who had re-operation for screw fracture after three months which was successful either using the same fixation method or by external fixation and compression.